Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and lead triggered a lead safety switch due to an out-of-range pace impedance measurement. An increase in thresholds and noise were also noted. The clinic planned to follow-up with the patient in one month. Additional information was received indicating that the patient's device was checked at a follow-up appointment and all daily measurements were noted to be in-range. The device recorded several ventricular tachycardia episodes that appeared to be due to noise oversensing. However, oversensing was not reproduced with isometrics and pocket manipulation. The patient was not pacer-dependent in the ventricle so there were no adverse patient effects or symptoms. A few years later, the right ventricular (rv) lead was surgically abandoned and the device was explanted. It was noted that during the procedure, the rv lead exhibited loss of capture when connected to the pacing system analyzer (psa) with a bipolar pacing vector. When the pacing vector was unipolar, the lead exhibited a high threshold. Visual inspection did not reveal any physical lead damage. No additional adverse patient effects were reported.